Event description:
New information received notes that the patient expired at home. The patients mother stated that the patient notifier had gone off four days prior to and up until the time he passed away. According to the physician, the notifier was ignored, and patient never came in for device interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient ignored beeping transmitter and expired shortly after. The cause of the alert is unknown at this time. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.